Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. Three opened trocar assemblies were received, however, the reported lot number was expired when the samples were received at the manufacturing site. Therefore, no product evaluation was performed due to the reported functional issue. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A sample was returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria. However, when the samples were received at the manufacturing site it was determined that the device was beyond its expiry date. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No specific action with regard to this complaint was taken by the manufacturing location because the complaint samples exceeded its expiration date when the sample was received at the manufacturing site. All trocar blades are 100% visually inspected. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery, an ophthalmic trocar cannula tip was too blunt to perform effective cutting. The surgery was completed on the same day after changed a new one. The patient impact have not been provided.